Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number: 119240011 and 114651003, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: recurring incontinence was reported. The ams800 occlusive cuff was visually inspected. There was a leak in the occlusive cuff shell that was the result of wear at a fold. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction. Balloon analysis: recurring incontinence was reported. The ams800 balloon was visually inspected and functionally tested. No leak was found. The balloon performed within specifications. Pump analysis: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Additional product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number: 119240011 and 114651003, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: recurring incontinence was reported. The ams800 occlusive cuff was visually inspected. There was a leak in the occlusive cuff shell that was the result of wear at a fold. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction additional product component: model number/catalog number: 72400024 and 72400098, serial number: null and null, batch/lot number: 119240011 and 114651003, model/catalog description: balloon fgs 61-70cm and control pump fgs.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.